Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The rv lead exhibited undefined high pacing impedance, non-capture, and oversensing/noise as elevated short v-v intervals was noted. It appeared that the rv lead was fractured in the pocket on fluoroscopy. The patient experienced dizziness. The rv lead was programmed off and then capped/replaced. No further patient complications have been reported as a result of this event.